Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. When the pump was rebooted, the blank display was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data verified several cs alarms, which have been observed to cause the display screen to be blank for several minutes. During testing, the complaint could not be duplicated. Unrelated to the initial complaint, the pump powered on to a dim and discolored display. The contrast keypad button was intermittently responsive. The keypad cover was removed and contamination was found under the contrast keypad button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.